Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:a review of the device history indicated no evidence of a load step malfunction; however, multiple occlusions, associated losses of prime, and attempts to prime during occlusions were observed. During testing, the force sensor calibration reading was high. A load step malfunction was not duplicated during investigation. The pump case and motor assembly were removed, and the motor was easily stalled with an external power supply. The force sensor resistance reading was also low.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).